Manufacturer narrative:
B5; additional info received; no issues were observed with the sentrant sheath prior to insertion into the patient. The outer packaging was undamaged, and the box was sealed when taken off the shelf. Before insertion, no fray was noted. The passage of the sheath through the calcified part caused a small fray at its tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath ((B)(6)) was intended to be used as a conduit during an unknown evar procedure. It was reported during the index procedure, access was attempted from the left side however, calcification was identified. A sentrant sheath was used to confirm passage. The physician planned to reuse the sentrant sheath during the touch-up but a fray was noticed at its tip. For safety reasons, an alternative non-mdt sheath available on site was used, and the procedure was successfully completed. Per the physician the cause fraying was suspected to be due to the calcification of the patient¿s anatomy. No additional clinical sequalae were provided and the patient is fine.